Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked due to oversensing. The right ventricular (rv) lead also exhibited high impedance and an apparent conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.